Event description:
It was reported that a patient experienced the contents of their bag running empty before the intended time. The therapies ranged from tpns with taper dosing to post-chemo hydration with continuous infusions, with the infusions ending as early as an hour to three hours before the expected time. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.